Event description:
It was reported that patient has reported over the past few months that her vns is moving around more in the pocket and hangs down when turns over in bed. This is uncomfortable for patient when trying to sleep. Discomfort was reported by patient over the upper part of the device. Physician reports that pocket is too large and device is loose. Device was interrogated by provider and is working within normal limits. Physician reports surgery will be due to patient comfort and so device does not migrate throughout the chest area. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. (B)(4).

Event description:
Surgery notes received report that the vns as relocated to sub muscular plane due to patient discomfort and pain at vagal nerve battery implant site. No other relevant information has been received to date.